Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board, flow sensors were replaced and software reloaded to resolve the reported issue. Customer reports no patient information available. (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The unit was replaced and procedure completed. There was no report of patient injury.